Manufacturer narrative:
This product has not been returned. As such, physical analysis has not been conducted in our laboratory. The conclusion of cause not established was selected because it can be concluded that unknown factors probably contributed to the event. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to high impedance measurements and suspected insulation issues. A new lead was implanted. Besides surgical intervention, no adverse patient effects were reported. The explanted lead is expected to be returned for evaluation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 245cm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of high impedance that were due to fracture were likely caused by the confirmed fracture.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to high impedance measurements and suspected insulation issues. A new lead was implanted. Besides surgical intervention, no adverse patient effects were reported.